Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a loss of connection between the transmitter and smart device occurred. No additional patient or event information is available. The transmitter has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.

Manufacturer narrative:
Sr-(B)(4).

Event description:
The transmitter was returned for evaluation. An exterior visual inspection was performed and passed. Voltage testing was performed and passed. Pairing test performed and passed. Functional test performed and passed. The share log was reviewed, however, it displayed no issues related to the customer complaint. Confirmation of the complaint was not confirmed via product or data. The root cause could not be determined.